Event description:
It was reported that the insulin pump alarmed button and motor error. Customer noticed that the little circle at the bottom of the insulin pump, if pushed will deliver insulin. The blood glucose reading is 130 mg/dl. The drive support cap is loose. Advised the customer that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.